Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Batch # 4155072 was provided by the customer; it has not been confirmed at this time.

Event description:
It was reported that bd qsyte was broken and leaked. The following information was provided by the initial reporter: the patient was given arteriovenous catheterization care at 1500 hours on (B)(6) 2025, as prescribed by the physician, and was cared for with a septum-needleless closed infusion connector, which was found to be broken and leaking at the septum of the septum-needleless closed infusion connector, and was immediately replaced. 16 jun response the problem of damage to the transparent joint of the separator membrane has been followed up, and the sample has not been kept and not taken for a long time, which has not caused a serious impact on the patient, and has been replaced in time

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.